Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right radial artery. Two target lesions were identified for treatment; the first in the right coronary artery (rca) and the second de novo lesion was in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery with angulation. A 2.75 x 16 mm taxus liberte stent delivery system (sds) was advanced to the rca and deployed. The 6f guide catheter was then advanced to the left main coronary artery and a non-bsc guide wire advanced to the distal lad. Predilation was performed with 2.50 x 8 and 2.50 x 14 mm unspecified balloon catheters. A 2.50 x 16 mm promus element sds was then advanced to the lad and was unable to cross the lesion. During the attempt to cross the distal stent struts became flared. The promus element sds was removed. A 2.50 x 14 mm non-bsc stent was advanced and deployed, causing a dissection. A 2.50 x 14 mm non-bsc stent was advanced and deployed, covering the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right radial artery. Two target lesions were identified for treatment; the first in the right coronary artery (rca) and the second de novo lesion was in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery with angulation. A 2.75x16mm taxus liberte stent delivery system (sds) was advanced to the rca and deployed. The 6f guide catheter was then advanced to the left main coronary artery and a non-bsc guide wire advanced to the distal lad. Predilation was performed with 2.50x8 and 2.50x14mm unspecified balloon catheters. A 2.50x16mm promus element sds was then advanced to the lad and was unable to cross the lesion. During the attempt to cross the distal stent struts became flared. The promus element sds was removed. A 2.50x14mm non-bsc stent was advanced and deployed, causing a dissection. A 2.50x14mm non-bsc stent was advanced and deployed, covering the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 195mm distal to the catheter's strain relief. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).